Manufacturer narrative:
The device was in use for treatment. The device will not be returned. The device was in service for approximately 18 years, 6 months since the (B)(6) 2020 explant date. Lead was explanted due to vascular occlusion and there was no other information is available. There is no allegation that the device failed to meet its performance specifications or caused or contributed to vascular occlusion. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No further investigation is required. This lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that 4016/bir16004 lead was implanted in right atrium and leads are now being extracted due to vascular occlusion. No other information is available. No other surgical intervention reported.